Manufacturer narrative:
Arjo received complaint on enterprise 9000x bed from saint vincent hospital in canada. The customer¿s allegation was that the bed moved to undesired position when operated. When the intention was to raise the foot section of the bed using handset button, the bed went into chair position instead (backrest and knee sections raised simultaneously). No patient was involved in this event. No injury was sustained as a result of this malfunction. The arjo representative evaluated the bed and determined that the reason for such fault was changed control box configuration. The device was in the market for approximately two years without any complaints related to its functions. It is unknown what were the circumstances or factors that resulted in configuration change. The arjo representative resolved the issue by reconfiguring the control box software to correct settings and confirmed appropriate functionality of the bed by testing. In summary arjo device failed to meet its performance specification since unintended movement occurred. The device was not used for a patient treatment when the malfunction occurred.

Manufacturer narrative:
The analysis of all gathered information is ongoing. Additional information will be provided upon conclusions of the investigation.

Event description:
Following the customer¿s allegation the bed moved to undesired position when operated. When the intention was to raise the foot section of the bed using handset button, the bed went into chair position instead (backrest and knee sections raised simultaneously). No patient was involved. No injury was sustained.